Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superior vena cava (svc) impedance alert due to high right ventricular (rv) lead svc impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.